Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose events. The paramedics were called to workplace for treatment. Customer refused to be transported to hospital both times. Customer stated that something is wrong with the sensors. Nothing further reported.